Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis home patient experienced a leaking transfer set. This occurred during peritoneal dialysis therapy. The leak was described as a tube leak; however, the location of the leak was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a uv disconnect cap on the spike connector; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing and clamp function testing. The uv disconnect cap received with the sample was used during leak testing. The sample did not meet specification for the reported issue. The reported condition was verified. The cause of the leak was determined to be a small hole in the tubing, which was identified during visual/functional inspection. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.